Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('I told him I felt essure outside of my body it was discovered that essure has come uncoiled and was in my cervix /migration of essure device location of device: uterine cavity'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "I told him I felt essure outside of my body it was discovered that essure has come uncoiled and was in my cervix". Medical conditions: test with contrast dye: everything was fine. Concomitant products included atorvastatin and estradiol. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin ib), paracetamol (tylenol) and surgery (ablation, ablation, and hysterectomy with bilateral salpingectomy). At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: hysterectomy (partial). As per pfs date of removal, date(s) of removal: (B)(6) 2013. Procedure: hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received :date of removal is added in pfs;(B)(6) 2013 procedure: hysterectomy with bilateral salpingectomy, events added- abdominal pain and dysmenorrhea. Aka name added, events onset date, events severity, treatment drug and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('I told him I felt essure outside of my body it was discovered that essure has come uncoiled and was in my cervix'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "I told him I felt essure outside of my body it was discovered that essure has come uncoiled and was in my cervix". Medical conditions: test with contrast dye: everything was fine. Concomitant products included atorvastatin and estradiol. On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (ablation, and hysterectomy (partial) done on 08-mar-2013). At the time of the report, the device expulsion, menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: hysterectomy (partial) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('I told him I felt essure outside of my body it was discovered that essure has come uncoiled and was in my cervix'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "I told him I felt essure outside of my body it was discovered that essure has come uncoiled and was in my cervix". Medical conditions: test with contrast dye: everything was fine. Concomitant products included atorvastatin and estradiol. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (ablation, and hysterectomy (partial) done on (B)(6) 2013). At the time of the report, the device expulsion, menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: hysterectomy (partial) . Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received: events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), I told him I felt essure outside of my body it was discovered that essure has come uncoiled and was in my cervix were added. Lab data, lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.